Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction, a vitrectomy procedure was performed. It is stated the surgeon observed a fragmented piece of lens in the posterior capsule. The surgeon¿s comments were of the patient having a floppy iris and high myopia and was not sure if the laser procedure correlated in the result of an unplanned vitrectomy procedure.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.